Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation. Report one of four for the same event; see also 3004485144-2016-00124, 00125 and 00126.

Event description:
The sales associate reported damaged instruments. The instruments were used during a transforaminal lumbar interbody fusion (tlif) procedure and were found bent.

Manufacturer narrative:
The returned device was examined. There were no signs of bending as reported; the complaint could not be confirmed. A review of the manufacturing records did not identify any issues related to the reported event.